Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump began to smoke at the usb port when the customer attempted to charge the pump. Customer's blood glucose level was 80 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.